Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle broke off the white stylet handle and snapped off the stylet wire. The issue occurred during a diagnostic procedure (endobronchial ultrasound), there was a reported delay and the procedure was completed with a similar device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. The reportable malfunction was not confirmed. Due to the subject device not being returned, the reported event could not be verified. Based on the information obtained from the complaint and the investigation, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.